Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the reported event occurred due to the internal turret failing. This failure was likely caused due to age deterioration over long-term repeated use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed due to a broken turret gear motor causing error message e200. When tested with another turret gear, the customer's unit functioned properly and the error message disappeared. Additionally, there were scratches on the top cover. A non-olympus lamp was being utilized in the device and reading at 100+ hrs. There was a bad scope socket with unprotected pins leading to dust being present on the pins. Though the light intensity output measured within range, olympus strongly recommends the customer use an olympus lamp for optimal performance. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera iii xenon light source displayed an e200 error message during a procedure. There was no patient harm or consequence reported as a result of this event.